Event description:
The customer reported a red x and beeping sound. After further investigation by the customer's biomed, it was discovered that therapy knob was stuck. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.